Event description:
The hcp reports the pt presented in 2005 with fever, swelling of the lumbar region, headache, and emesis. A culture of cerebrospinal fluid was positive for staph aureus. The pt was diagnosed with meningitis and treated with IV antibiotics and total device system explant. The infection resolved and the pt was reimplanted in 11/2005.